Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Box trial is bent and can not be seated in femoral component trial.

Manufacturer narrative:
Examination of the submitted device confirmed the jack pin has been plastically deformed and is bowed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.